Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The caller stated that the alarm persisted even after the infusion set, reservoir and insertion site was changed. The customer stated that the sites and infusion sets were changed as needed. No bent infusion set cannula was found. The customer's blood glucose was 445 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.